Manufacturer narrative:
No product was returned and no lot numbers were provided. Therefore, device history record review cannot be completed. The device was used for treatment. A revision of a plate screws was required to repair damage. The surgeon stated that the patient was not compliant with post-operative instructions and that the patient was overweight with comorbidities and socioeconomic challenges. It was further stated that these factors were the cause of further damage being caused and led to a single screw breaking. Surgeon does not claim any harm to patient or claim any defect in the product. No further information was provided with the complaint. There is not enough information to determine the exact cause of failure.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a broken screw which caused further damage to their wrist.